Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have a broken tube extension at the orange plastic section. Part of the tube protrudes above the outer surface and pieces were missing. Thermal damage was not observed. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip sheath on monopolar curved scissors (mcs) instrument partly dislodged. As a result, the mcs instrument became bent and stuck within the trocar and the customer had to remove the trocar to get the instrument out. It was additionally noted to be very difficult to remove the instrument from the trocar. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the port incision was not increased in order to remove the instrument and cannula together. The customer advised that the tip of the mcs was closed, and both the cannula and instrument came out in one motion during the event. The instrument and cannula were removed under direct visualization and the cannula was placed back in the same site it was in originally following removal. It was confirmed that the mcs tip cover accessory slipped off/became partly dislodged during the procedure. The customer noted that when the instrument was being withdrawn and placed back into the cannula is when it was noticed that the mcs tip cover was partly dislodged because the staff could not move the instrument back and forth. The customer further confirmed that the mcs tip cover accessory did fall into the patient during the event, but was done by "deliberate" action. A tenaculum forceps instrument was utilized to pull the mcs tip cover accessory off the instrument due to suspicion that rubber was binding up on the trocar. However, once the mcs tip cover accessory was removed, the staff still could not remove the instrument from the trocar. Following removal of the instrument and cannula together, the mcs tip cover accessory was retrieved by the surgeon under direct visualization using the tenaculum forceps instrument. The mcs tip cover accessory was discarded, and therefore, no longer available for return. The mcs tip cover accessory was confirmed to appear properly installed during the surgical procedure. The customer advised that the installation tool was used and electrolube was applied to the mcs instrument prior to installation of the mcs tip cover accessory. There were no issues with functionality of the mcs instrument noted during the surgical procedure prior to the event and the customer advised that the instrument had been in use for a while, when at some point, the surgeon wanted to remove the instrument and place a different instrument in use. The customer speculated that the instrument may have been bent and was not completely straightened upon attempted removal. The staff also attempted use of the instrument release kit (irk) for manipulation of the instrument while stuck within the trocar, however, were unsuccessful as only the angle of the mcs instrument tip was changed. Following removal of the instrument, the junction between where the instrument articulates and the shaft were noted to be bent. The customer advised that a lot of force was required to pull and remove the instrument from the trocar.